Manufacturer narrative:
Despite multiple attempts, this right ventricular (rv) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged from the patient. Surgical intervention was performed and the helix was observed to not rotate properly. The rv lead was also thought to have fractured so the physician explanted and replaced it. No additional adverse patient effects were reported.